Manufacturer narrative:
The connex spot monitors are intended to be used by clinicians and medically qualified personnel for monitoring of noninvasive blood pressure, pulse rate, noninvasive functional oxygen saturation of arteriolar hemoglobin (spo2), respiration rate, and body temperature in normal and axillary modes of neonatal, pediatric and adult patients. The most likely locations for patients to be monitored are general medical or surgical floors and general hospital and alternate care environments. The pwcd-2 is the connex spot monitor european power cord. No further information is available on the device at this time. The device is being returned to the hillrom manufacturer for a thorough investigation. Hillrom will submit a final report with investigation conclusion on this incident.

Event description:
Customer reported issues with the power cord of csm unit. The csm cannot charge and sometimes the plug short circuits. The customer provided a picture of defective plug with burn marks. There is no damage reported with the csm unit itself. Customer has replaced power cord of the csm unit and is sending power cord for investigation. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The connex spot monitors are intended to be used by clinicians and medically qualified personnel for monitoring of noninvasive blood pressure, pulse rate, noninvasive functional oxygen saturation of arteriolar hemoglobin (spo2), respiration rate, and body temperature in normal and axillary modes of neonatal, pediatric and adult patients. The most likely locations for patients to be monitored are general medical or surgical floors and general hospital and alternate care environments. The pwcd-2 is the connex spot monitor european power cord. The hrc technician performed a thorough inspection during which the contact resistance was measured across all combinations of the line, neutral, and ground inputs on both the ac source and the appliance end of the cord and no shorts were found. This resistance measurements were also checked while bending/flexing the power cord at both strain reliefs on the cord and at various random locations on the length of the cord. During the investigation it was concluded that there is an open on the ¿l¿ conductor of the power cord. However, no shorts were observed and was unable to identify a short as claimed. For protection against shock, electrically powered welch allyn medical devices are designed, validated and manufactured per the isolation standards in "iec 60601-1". The standard is referenced in the instructions for use. This assures that the mains power is isolated to prevent injury to the patient and user from the mains electrical power. To prevent damage to the device or power cord, there are warnings in the dfu including: never pull on the power cord when disconnecting the cord from the mains outlet. When disconnecting the power cord, always grasp the attachment plug. Keep the cord away from liquids, heat, and sharp edges. Replace the power cord if the strain relief, cord insulation, or metal prongs are damaged or begin to separate from the attachment plug attachment plug. If a power cord is not charging the device a clinician would question the device integrity and would likely remove it from clinical service until the device is repaired or replaced. In addition, to stop the main lead and housing from being damaged, there are warnings and cautions in the dfu including: caution do not move the stand while the power source is plugged into the mains outlet. There was no serious incident reported and should this malfunction recur, it is unlikely to cause or contribute to a serious incident for the reasons stated above. The reported incident could not be replicated. Therefore, hillrom does not consider this complaint reportable. We will be continuing to document and monitor trends for future reference and change considerations. Based on this information, no further action is required.

Event description:
Customer reported issues with the power cord of csm unit. The csm cannot charge and sometimes the plug short circuits. The customer provided a picture of defective plug with burn marks. There is no damage reported with the csm unit itself. Customer has replaced power cord of the csm unit and the power cord was returned and investigated. This report was filed in our complaint handling system as complaint #(B)(4).